Event description:
It was reported that the patient fell shortly after implantation while straddling a tree trying to get to his favorite fishing spot. Days after the fall, the patient developed an infection in scrotum. The inflatable penile prosthesis (ipp) was removed, the patient had a healing time and then underwent a procedure to replace device with a tactra device. No patient complications related to device.